Event description:
Information received from a patient reported that they were having difficulty recharging their implantable neurostimulator (ins). The patient reported that a poor coupling screen was displayed when they were attempting a recharge session. The patient tried repositioning the antenna but didn't resolve the issue. It was noted that the patient was able to communicate with another external device and had four coupling bars filled it. The patient stated that on their mystim then had a charge the ins screen displayed. The antenna locate (al) feature was used prior to attempting another recharge session and resolved the issue. It was noted that the patient's stimulation was turned off at the time. It was further reported that the patient hadn't yet been taught how to charge their ins, and it wasn't working so they thought it needed to be charged and thought they were charging but didn't know. The patient reported that they stopped feeling stimulation a day prior to the date of this report and that their ins was depleted. After using al, the patient was able to obtain 6 coupling bars. It was reviewed that it was a good connection and the patient was encouraged to keep charging their ins, and that they could turn their device back on once they had gotten 25% charged. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.